Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the image was noisy due to damage on the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of the event is unknown. A supplemental report twill be submitted when provided.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noisy image. There was no patient involvement.